Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4).

Event description:
Open lysis of adhesions, converted from laparoscopic- "surgeon was attempting to induce pneumoperitoneum using optically guided 5mm laparoscopic insufflating port (kii fios first entry 5x100mm) but noted a "piece of metal at the tip of the obturator". The device was taken out and replaced. No harm to patient. " patient status- no harm to patient.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, it was confirmed that there was a small piece of copper-like material inside the obturator. Applied medical takes great care to reduce the likelihood of unacceptable particulates inside product and packaging. The exact root cause of the small copper piece found in the bottom of the obturator could not be determined. The end of the obturator is covered with a tip protector during the top level manufacturing process. Therefore, the small piece of copper would not have been caught during any of the inspection steps. Although reports have not been received applied medical is researching process enhancements intended to minimize the potential for this type of event to occur. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. This report serves as the final for medwatch# (B)(4).

Event description:
Additional information rcvd 02feb2016: no unintended materials were left inside the patient. Additional information rcvd 19feb2016: the nurse stated they didn't know the device was bladed until the surgeon first started using it to gain entry and applied pressure onto the trocar. The nurse believes the wrong port was in the packaging. What was in the package was a bladed-trocar and it should have been bladeless. So she just got the surgeon a new one. The surgeon started using it but after the device was noted that it was bladed they replaced it with a bladeless one. Camera port was used. It was the first port placed. Upon insertion into the patient's abdomen the surgeon noticed the trocar was bladed.